Event description:
Article published 2008 reads: (B)(6) female patient 5 years before presentation had undergone btb acl reconstruction, complained of pain and was referred to lead author. Patient underwent revision acl reconstruction with an allograft. Removal of the tibial and femoral interference screws was performed. The graft was fixed proximally with an endobutton fixed to the graft with a 15mm cl of polyester tape. Distal fixation was with an intrafix screw. Six months postop, the patient complained of feeling a knot at the superior lateral aspect of the knee. This knot enlarged with activity. MRI showed reactive soft tissue in the region of the endobutton but no discrete mass. Decided to remove the endobutton 7 months postop. The endobutton was well seated to the bone and there was no soft tissue entrapment. Two weeks following the removal, the patient reported the pain had resolved completely and that she only had mild residual soreness from the surgery.

Manufacturer narrative:
(B)(4).